Manufacturer narrative:
We, the manufacturer have investigated the reported incident. The device was found to have been purchased via an unauthorized third-party (thrift store) and used by a consumer without medical prescription or supervision, as show on the labels. The patient reported using the device for a duration exceeding the maximum recommended exposure time, having misinterpreted the medical device as a consumer tanning unit. Investigation of the device (or device records) indicates the device functioned according to specifications. No device malfunction was identified. The event is attributed to off-label misuse.

Event description:
This is in response to previously filed maude report mw5180372. Patient purchased device from thrift store that advertised it as a tanning bed, and recommended a 6 minute treatment time. Patient felt uncomfortable "several minutes" into treatment, and experienced significant erythema 12 hours later, leading the patient, in confusion, to seek medical treatment.